Event description:
It was reported that the insulin pump had a frozen display. The time display did not advance. The customer's blood glucose reading is 150 mg/dl. Customer states that there is no response from any button. Customer is unable to clear the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.